Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged one day post implant. It was noted that the ra lead was sensing right ventricular (rv) activity and the dislodgement was discovered upon obtaining a chest x-ray. A lead revision was performed were this lead was successfully repositioned. Other than the procedure, no adverse patient effects were reported.